Event description:
The micro sagittal saw was sent for eval because it was running on its own w/o activation during a procedure. The procedure was completed with another; no adverse event was reported.